Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was getting increases in intensity of stimulation sensation 3-4 times per week. The patient was using program 1 at 0.1v, but the patient stated that their patient programmer (pp) would show stimulation at 0.4v even though the patient hadn't changed their program or increased stimulation using the pp. It was stated that it would go back to 0.1v on its own. Impedance measurements were taken, but all were normal range. The patient was programmed to c+2-1- and therapy impedance was 357 ohms. It was stated that the patient's diary showed 100% use of program 1. It was noted that the patient briefly tried a different program when they started having the issue, but the patient was having the same issue with the other program as well. No recent medical tests or electromagnetic inference (emi) environment exposure. No falls/trauma reported that could be related to the issue. The patient had a car accident, but it was after the increases in stimulation had started to occur. It was not ed that the patient was still getting good therapy, and patient's therapy hadn't changed during this time. The increase in stimulation wasn't related to positional movement and occurred randomly. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) reported that the cause of increased amplitude was undetermined. The electrode impedance and battery longevity were both within normal limits. It was indicated that the amplitudes limits were applied to each program to allow no more than .2 increased in amplitudes from current settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.